Event description:
It was reported that during surgery the dyonics 5.5mm elite abrader burr was showing metal debris in the joint and rubbing on the inside shaft of the blade; the procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted.

Manufacturer narrative:
One 72200723 dyonics 5.5mm elite abrader burr used during treatment, has not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The customer has provided images. The information provided states: ¿during surgery the dyonics 5.5mm elite abrader burr was showing metal debris in the joint and rubbing on the inside shaft of the blade, all material was removed¿. The image shows flaking on the device. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. Per IFU 10601209: ¿prior to deploying the cutting blade, ensure that the guide wire is retracted within the groove approximately 1.5 inches (38 mm) within the retrograde drill shaft and is not in the drill head window. The groove in the guide wire provides tactile feedback that it is retracted to the proper position. This will prevent possible device failure¿. Complaint history review was unattainable without a valid lot number and product code provided although query using entire elite abrader family indicated similar allegations. Batch review was unattainable without a valid lot number provided. Product met specifications upon release to distribution.